Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on (B)(6) 2020. The customer blood glucose level was 10 mg/dl at time of incident. Another blood glucose level was 3 mg/dl. Customer stated blood glucose high 180 mg/dl and the bolus with the insulin pump and blood glucose 280 mg/dl. The customer was treated with intravenous glucose. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.